Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The solution femur stem was found broken after implanted 2 years in patient body without any fall or accident. Patient consequence? Yes. Patient consequence description:solution stem broken after implanted for 2 years in patient body without any fall or accident after the surgery. Action taken for procedure:remove the broken stem and implant a new femoral stem is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Pc(B)(4). The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.